Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Poor communication was reported on the patient programmer. It was noted that the patient had a rechargeable device. The patient used an antenna and confirmed it was secure then attempted to synchronize with the ins but this did not resolve the issue. The patient unplugged the antenna, placed the programmer directly on the skin over the ins, and attempted to synchronize with the ins but this also did not resolve the issue. The consumer was given the number to call to have a manufacturer representative come and check the device. No symptoms were reported. It was noted that the patient was in a car accident on (B)(6) 2017, had broken vertebra, and needed to put the ins into MRI mode for an MRI. The MRI was unrelated to the device or therapy. The ins seemed parallel under the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.